Manufacturer narrative:
No further details were provided regarding the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a "proximal pressure disconnect" alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the v60 ventilator had a "proximal pressure disconnect" alarm. It was reported the alarm is present, even when the proximal line was connected to the device; it was reported that the device was cycling normally. During troubleshooting, the customer verified that the test circuit was set up correctly, and that the proximal line was connected at both ends with whisper swivel and test lung in place. The customer also verified that the proximal tubing was connected inside the device. The rse noted that the diagnostic code (1202) for the issue was logged in the event log. The rse advised the customer to replace the data acquisition board and provided the customer with the part number for a replacement. A follow up was performed, and the customer reported that the da board was replaced; while performing a system leak test, the device was reading at 29.12, with nothing being injected. The rse had the customer turn device off and on (normal operational mode). It was confirmed that the device was operational and worked with no alarm. The customer removed the proximal line, and the device alarmed; when the line was reconnected, the alarm went away. The device was then powered device on (in service mode), and now the device was showing a 0.19, when doing system leak test. It was reported that the customer would perform additional testing. The investigation is ongoing.